Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The device's water tightness was lost due to a cut on the bending section rubber. The bending section rubber adhesive was cracked and worn. The connecting tube had a scratch and wrinkle. The light guide protector had a cut. The forceps channel port was shaved. The switch was worn. Universal cord had a scratch. The bending angle in up direction and the play of the angle knob was out of the standard value due to the wear of angle wire. The water removal ability did not meet the standard value due to the clogging of the nozzle. The device cover had a scratch. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was a leakage from the bending section rubber. The user returned the device to olympus repair center. Olympus repair center found the following. Inside of the light guide lens was dirty. Foreign material or dirt adhered to the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that there was a leakage from the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to corrosion by humidity invasion from the leakage point. If significant additional information is received, this report will be supplemented.